Event description:
Laparoscopic cholecystectomy - "dr. (B)(6) did not feel the clips were lining up properly after firing the clip on the anatomy. The clips were holding, but the doctor worried about them because of what he referred to as "a scissoring" of the clips. There was not an applied medical rep in the case. The product was thrown away at the conclusion of the case." Patient status: was released from the hospital after normal post operative stay.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to the manufacturer for review. Engineering assessment of the incident is to be conducted and a follow-up report will be sent upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.